Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis confirmed backup vvi operation. The device exhibited normal behavior after the product code was reloaded. Backup vvi operation was suspected to be result of electrocautery exposure.

Event description:
It was reported that the device was found in backup vvi operation after exposure to electrocautery. The device was explanted and replaced.